Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The patient contacted animas on (B)(6) 2014 reporting that they had an occlusion issue. The patient reported that they had a blood glucose (bg) of 335mg/dl with nausea and headache. The reported bg was not indicative of a serious injury and does not meet the animas criteria of an adverse event. The patient did not receive any treatment above and beyond the usual routine of diabetes care and management. This report is being made due to the alleged occlusion issue.

Manufacturer narrative:
Device evaluation: the cartridge has been returned and evaluated by product analysis on 12/05/2014 with the following findings: no defect was found. A visual inspection, a force test and a leak test of the cartridge were performed and no damage or defects were noted. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution. A lot review was performed and no failures were observed during incoming inspection. This report is made under the requirements of the medical device reporting. The cartridge lot number associated with this complaint is d200039.